Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. During inspection and testing of the returned device, no issues were observed with the instrument channel. In addition, service found the air/water cylinder was discolored, the suction cylinder was discolored, there was play in the up/down angulation knob due to wear of the angulation wire, the distal end was corroded, the objective lens was chipped, the light guide lens was cracked, the connecting tube was wrinkled, the adhesive around the objective lens was discolored, there was corrosion around the l-arm, and the universal cord was sticky. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in distal end could not be determined. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: ¿the detection method is described in the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer returned the subject device to an olympus service center for evaluation to check the instrument channel. The reported error occurred while reprocessing the subject device. There was no patient or user injury reported due to the event. Upon inspection and testing of the returned device, it was observed that foreign material was remained in the distal end. This report is being submitted for the malfunction found during device evaluation (foreign material in distal end).